Event description:
It was reported that the image was blurry on the device. No patient injury was reported.

Manufacturer narrative:
The reported issue was confirmed. Visual inspection also found that the casing was cracked at the seam. The device was replaced.